Event description:
It was reported that the patient was sent to the emergency department due to having motor function problems that may have been caused by the lead. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160 , model: sc-1216 , serial: (B)(6), batch: 793224, UDI: (B)(4).